Event description:
The patient was male, age unknown. The target lesion was the mid to distal right coronary artery (rca). The lesion was de novo. The vessel was highly calcified and highly tortuous. There was 100% stenosis. A guiding catheter was engaged to the target lesion. A guidewire was inserted and crossed the target lesion. Then, pre-dilation with a 2.5x20mm speeder balloon was conducted. Then, a 3.5x 33mm cypher stent was being delivered to the target lesion for implant. As soon as it was inserted into the guide catheter, the physician felt friction and decided to retrieve it. While retrieving the delivery system, the stent dislodged and was quickly retrieved. A different 3.5x33mm cypher was implanted instead. Post-dilation was conducted with a balloon at high pressure and the procedure was successfully finished. There was no patient injury.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.